Event description:
It was reported that the patient experienced and event where would not inject or release the product during deployment on (B)(6) 2026 and had high blood glucose managed with insulin via mdi.

Manufacturer narrative:
E1:name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.